Event description:
(B)(4). Initial information was received from a reporter in the form of an article on 27-jul-2009: this is case 2 of 2: a female of unspecified age received an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] and reported seeing worm-like granulomas under her eyes (therapy dates and indication unknown). She also reported that she has chronic pain when her face is not inflamed and she needs medicine (nos) not other specified to produce saliva. Medical history and concomitant medications were not provided. No further relevant information reported. This case is associated with case ID (B)(4). Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.